Event description:
Trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed to complete updates. The investigation confirmed that a faulty system board was the underlying issue therefore, the technician recommended replacing the system board to address the issue. The system does not meet the specification for the performed service and is not returned to use. Follow up investigation & repairs will be completed at the UK bench. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Previously reported by the manufacturer: trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the device failed to complete updates. The investigation confirmed that a faulty system board was the underlying issue therefore, the technician recommended replacing the system board to address the issue. The system does not meet the specification for the performed service and is not returned to use. Follow up investigation & repairs will be completed at the UK bench. A supplement report will be filed if additional information becomes available. New information: the trilogy ev300 was sent to bench for evaluation. During the evaluation of the device, it was confirmed that the device failed testing due to a voltage issue which was confirmed as an underlying issue on the system board and therefore was replaced to address the issue. In addition, software version 1.06.10.00 was reloaded. The system passed all testing and meets the specification for the performed service and is returned to use. Additionally, the suspected trilogy ev300 system board was returned to the manufacturer product investigation lab (pil) to investigate the allegation of a failed test due to a voltage error. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo system pca. Visual inspection found j5 (internal battery connector), broken. Pil is unable to perform any further testing of the component due to physical damage to the component. Box h coding was updated.